Event description:
During an atrial fibrillation procedure, vascular access was obtained and the introducer was inserted according to the instructions for use. After catheter insertion, air leakage was observed during aspiration. Air removal was attempted five times using a 20 ml syringe through the side port, totaling 100 ml aspirated; however, air continued to be present. Prior to transseptal needle insertion, the dilator was advanced into the introducer, and slight resistance was noted as it passed through the introducer hemostasis valve. Similar resistance was subsequently encountered with other catheters passing through the valve. As a result, the introducer was replaced, and the procedure was completed successfully without adverse consequences to the patient. The hospital discarded the reported introducer.